Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. Event confirmation status (B)(4) reported events were not confirmed. Evaluation results (B)(4) device was found to be affected by internal corrosion. (B)(4) devices had no problem found.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. (B)(4) events had no patient involvement; no patient impact. (B)(4) events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 1 device was found to be affected by corrosion. 2 devices had no problem found. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.